Event description:
After an implantation period of approx. 122 months, it was reported that the device shows the eri status after interrogation. The patient was hospitalized. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted but exact date is currently unknown. The returned pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was successfully interrogated, and the pacemakers memory content was analyzed confirming the clinical observation. The device switched to the eri battery status on october 17, 2022. Furthermore, the battery holter was evaluated indicating no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. Next, the eri battery status was successfully reset and subsequent interrogation yielded the battery status ok. There was no indication of a device malfunction. The analyzed data showed that the eri battery status was triggered during follow-up on october 17, 2022. However, before the eri activation a remaining service time of 1y3m was documented. It is reasonable to assume that the eri status was triggered by a temporarily programmed high current consumption program. However, for further insights, the programmer data from that follow-up would be essential. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status cannot be removed by reprogramming. However, the notification of the eri battery status takes place only upon new device interrogation. In eri, the pacing rate is reduced by 11 percent. In conclusion, the device proved to be fully functional. There was no indication of a material or manufacturing problem.